Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. Investigation summary: a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that the instrument had an issue with identifying results, most commonly when the expected result was streptococcus parasanguinis and the actual result obtained 2 times with the smic panel was streptococcus pneumoniae. A bd field service engineer (fse) was dispatched to the customer site. Upon arrival the fse did not note any issues with the instrument. As a part of troubleshooting and to ensure customer satisfaction, the fse made an adjustment to the ccd board and cleaned the light source boards. The software was also updated to the latest revisions. The fse also noted that a quote will be made for normalizer replacement to the distributor. The instrument continues to operate as intended. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No parts were replaced as a part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was completed and revealed one prior case with this failure mode. Bd quality will continue to monitor trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (streptococcus parasanguinis) was misidentified as streptococcus pneumoniae twice. No health impact or consequence reported.